Manufacturer narrative:
Product evaluation: the product was returned. Solution is on the lens. Haptic and optic damage was observed. The product investigation could not identify a root cause for the reported event. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol did not deploy accurately. There was patient contact. Additional information was provided indicating that there was no medical or surgical intervention required because the iol was removed and replaced with another iol. There was no patient harm.